Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-wave sensing and poor thresholds during the implant procedure. The lead was implanted and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the refine implantable cardioverter defibrillator (ICD) clinical study.